Event description:
It was reported that the user sought assistance with pairing a freestyle libre 3+ sensor to the ilet via mobile phone, the agent successfully repaired the ilet-to-phone connection and had the user rescan the sensor, which resulted in a sensor-ended alert requiring transition to backup therapy until additional sensors are obtained. No clinical symptoms were reported. Outcomes included temporary interruption of cgm use and reliance on backup therapy. Customer support included troubleshooting and education for device pairing and sensor rescan. Investigation of this case revealed that the ilet-to-phone pairing was restored successfully and that the existing fsl3+ sensor had ended, consistent with incorrect pairing attempts or sensor management issues. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or pairing error.